Event description:
Information received on july 4, 2013 states that patient attended clinic due to device beeping. Pocket manipulation was performed and there were changes on ra signals. However physician believed this could also have been attributed to on set fine atrial fibrillation. No change in programming made. The physician was dr (B)(6) at (B)(6) hospital, australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).